Event description:
Livanova deutschland received a report that the essenz hlm cockpit went black and rebooted during the initial safety check. There was no patient involvement.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutchland manufactures the essenz hlm. The event occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.